Event description:
Allegations of actd, multiple capsular contractures, leakage, hardness, granulomas, chronic fatigue, depression, blurry vision, severe tissue loss, silicone adjuvent syndrome and rupture.